Event description:
While using the treatment planning software, the physician used the plug shields feature, and then merged the plug patterns. He then created a new plan and chose the "copy existing plan" feature. Upon copying, the leksell gammaplan software gave an error stating that plug pattern "helmet 18a not found." The shot menu showed only the pattern "none" for each of the shots. The plug menu showed no plugs. However, the protocol printout gave times as if the plugs still existed without printing any plugs and the isodose curves behaved as if the plugs were still there. This was true for both the original plan and for the copy.